Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 300 to 350 mg/dl and current blood glucose was 305 mg/dl. The customer was treated with the insulin pump. The approximate size of the air bubbles was tiny to giant, quite a bit in the tubing and most sized tip of a wide straw. The customer reported that there was a big bubble in the reservoir. The troubleshooting was performed for air bubbles. The troubleshooting was not performed for high blood glucose. The reservoir and insulin will be and insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated thirteen open/used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles.(B)(4).